Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1.1 mmol/l and 4.1 mmol/l. Test cassette is no longer available. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.